Event description:
It was reported that the implant was removed one month after placement due to incorrect positioning.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D6: d6a. If implanted, give date: unknown. D6: d6b. If explanted, give date: unknown.